Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, tbhcg qc was within the customer's established ranges. Specific qc data was not supplied to date. The customer sent the patient's sample to bec customer product line support (cpls) for additional testing, which produced negative results on two different lots of tbhcg reagent. Cpls was unable to replicate the customer's elevated tbhcg results. A definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining reproducible false positive total beta human chorionic gonadotropin (thcg) for one (1) patient. The results were generated by a unicel dxi 800 access immunoassay system, used in conjunction with access thcg reagent (lot 071024). Subsequent testing of the patient's sample using an alternate methodology generated a "negative" result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.